Manufacturer narrative:
(B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found out that the stent partially deployed by 31mm. The investigator attempted to deploy the stent of the device however this attempt proved unsuccessful and it was noted that the inner lumen exited further at the guidewire access port. This section of inner was severely kinked. The user continuing to pull the distal handle after resistance is met can cause the inner to exit at the guidewire access sleeve. The device was dissected at the guidewire access port. Following the dissection, it was then possible to advance and retract the outer sheath. The stent and the distal inner were withdrawn and no issues were noted with the profile of the stent and the distal inner. The proximal end of the inner was then examined and it was noted that it was severely kinked at various positions along its length. This damage was the result of the inner exiting at the guidewire access sleeve. No other issues were identified during the product analysis. Noted damages were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the left intrahepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture due to colon cancer with liver metastases. Reportedly, the patient¿s anatomy was tortuous and was dilated with a hurricane balloon during the procedure, the physician attempted to deploy the stent, however only 1.5 cm of the stent was able to be deployed before resistance was met and the stent could not be fully released. It was noted that there was a kink in the catheter. The partially deployed stent was removed from the patient. The procedure was completed with an advanix stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Reporting was required because the device is only sold ous but is similar to the m00576730 that is sold in the u.s.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the left intrahepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture due to colon cancer with liver metastases. Reportedly, the patient¿s anatomy was tortuous and was dilated with a hurricane balloon. During the procedure, the physician attempted to deploy the stent, however only 1.5 cm of the stent was able to be deployed before resistance was met and the stent could not be fully released. It was noted that there was a kink in the catheter. The partially deployed stent was removed from the patient. The procedure was completed with an advanix stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Reporting was required because the device is only sold ous but is similar to the m00576730 that is sold in the us.